Manufacturer narrative:
(B)(4). Information anticipated, but unavailable at this time.

Manufacturer narrative:
(B)(4). Damaged anvil former. The analysis results confirmed that the device was received in good visual condition. The device was tested for functionality and it was noted that the staples were partially forming and ejected from the device. The device was disassembled to verify the condition of the internal components and the anvil was noted to be deformed. This deformation in the anvil will prevent the staple to be held in the firing chamber for its complete formation, resulting in an ejected staple. A batch record review was performed and no anomalies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). After several requests, the device was not received for analysis.

Event description:
It was reported that during a laparotomy procedure, the device was used for skin closure of laparotomy. The staples did not form properly as they were delivered from the gun as if the anvil was ineffective. Dry firing the gun confirmed the ongoing malformed staples. Another device was used to complete the procedure. There were no adverse consequences for the patient.